Event description:
It was reported that the bd asepto¿ scalp infusion set punctured through the packaging unit. The following information was provided by the initial reporter, translated from portuguese to english: "extension of the material sealed with the packaging, breaking it."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1032509, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the tube was cut and sticking out from the edge of the packaging. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was an operator error that occurred during the packaging process. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd asepto" scalp infusion set punctured through the packaging unit. The following information was provided by the initial reporter, translated from (B)(6) to english: "extension of the material sealed with the packaging, breaking it."